Manufacturer narrative:
Baxter is in the process of investigating the reported malfunction. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged that the bed was not sending data through blackjack communication cable. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref #(B)(4).

Event description:
The customer alleged that the bed was not sending data through blackjack communication cable. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
Upon inspection, the hrc technician determined that the black jack cables needed to be replaced. The versacare® bed system (k model and newer) is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. The customer will replace blackjack cables from their stock inventory to resolve. Baxter has communicated the reported issue to the cable manufacturer, hatchmed, for further investigation into the issue. Based on this information, no further actions are necessary at this time.